Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the exeter im plug and the proximal portion, which was inserted into the femur, snapped off in the introducer when the introducer was removed.

Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was confirmed. Method & results: device evaluation and results: material analysis was performed on the returned fractured tip of the bone plug. The report concluded that the plug fractured due to an overload condition. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: not performed as no medical records were provided as the reported event was an intra-operative issue. Device history review: review of the DHR was satisfactory. Complaint history review: review of the complaints database confirmed that there were no other similar reported events for the reported lot. Conclusions: material analysis was performed on the returned fractured tip of the bone plug. The report concluded that the plug fractured due to an overload condition. No material or manufacturing defects were observed on the surfaces examined.

Event description:
The customer reported that the exeter im plug and the proximal portion, which was inserted into the femur, snapped off in the introducer when the introducer was removed.